Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/lobectomy procedure, the surgeon started the second firing, however the surgeon felt something unusual on the black return knob. Replaced by a new handle, the firing was completed. The status of the patient is no problem.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.